Event description:
The pt received her scs system in (B)(6) 2006. It was reported on (B)(6) 2008 that some lead electrodes were now exhibiting invalid impedance measurements. The pt claimed that the stimulation was not covering her areas of pain as it had before. The physician explanted the lead in (B)(6) 2008. The explanted lead (lot number not noted) was not returned to ans for eval. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.